Manufacturer narrative:
Based on the claim against the product by the customer noting the tornado on usm 3 experienced limited range of motion, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to investigate the reported event. The fse replaced the inner distal set up joint (suj) to resolve the reported issue. System was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the tornado on universal surgical manipulator (usm) 3 experienced a limited range of motion compared to normal. There was also a grinding sound when the tornado was operated. The customer reported that prior to the call, they spoke to intuitive surgical, inc. (Isi) field service engineer (fse) during the procedure, and with the help of the isi fse, the site managed to position the tornado so that surgery could resume. The customer reported that the range of movement for the tornado on usm3 was between 10 and 40 % of normal. The isi technical service engineer (tse) checked system event logs and found errors pointing at issues with the tornado on the usm 3. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and there was no problem. The tornado was above the movement, so the customer did not use the tornado. The procedure was completed with 3 usms, but it was not planned to use only 3 usms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. The set up joint (suj) was returned for failure analysis and the reported failure could not be reproduced. It was noted the suj was making grinding noise. The suj was installed on the system and no errors were triggered. The usm was tested on the testing machine and passed all tests.

Event description:
Refer to h10/h11 for follow-up information.